Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. During a spine case, the site was unable to add a n orange tracker tool card. The verify instrument screen would open up a window, but the field would populate. Trying to click out of the field and back in did not resolve the issue. The manufacturer representative was unable to add any tool cards as the software was not responding and showed "bizarre behavior." Technical services had the manufacturer representative switch tasks to see if the behavior changed, which it did not. The surgeon decided to move forward with the procedure and not add the instrument tracker. The behavior occurred on both the main and camera cart monitors. The manufacturer representative tried using the mouse and keyboard instead, but the software continued to "randomly select and deselect items." Further troubleshooting included cleaning off the monitors and reboot the system (some adhesive residue was seen on one screen). After cleaning the monitors and rebooting, the behavior was unable to be recreated. The manufacturer representative could now modify instruments and change instrument tracker tips. The issue resulted in less than 1 hour procedure delay. The procedure was completed without aborting imaging or navigation. There was no impact on patient outcome. No complications were reported/anticipated.